Event description:
During device preparation, the catheter was connected and an error message displayed "contact force catheter is intended for single use only". The device was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.